Event description:
The customer reported that the tube was intermittently arcing, which caused the system to intermittently lock up. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and lubricated the high voltage connectors. The system operates as intended.